Manufacturer narrative:
The device was returned to resmed for an engineering investigation. A review of the device data logs and performance testing confirmed the reported failure. Based on all available evidence and previous investigation of similar complaints, the investigation determined that the internal self test failure was most likely due to a defective non-return valve (nrv) in the pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.